Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition. Functional testing was able to verify and duplicate the issue. It was determined that the inoperable optical switch was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited error 1872. There was no patient involvement, the event occurred during testing.